Event description:
Customer reportedly received results of 471 mg/dl and 158 md/dl within 10 minutes on the aviva system. Customer states the test strips had been left in his van. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.